Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device interrogation, the pacemaker exhibited a code showing it was in safety mode. Subsequently the patient underwent an urgent device change out procedure where the pacemaker was explanted and successfully replaced. No additional adverse effects were reported. The field representative inquired as they were not at the change out procedure and determined that the device was discarded during the procedure.

Event description:
It was reported that during a routine device interrogation, the pacemaker exhibited a code showing it was in safety mode. Subsequently the patient underwent an urgent device change out procedure where the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.